Event description:
The duett pro sealing device was deployed following a diagnostic procedure via a 6 fr sheath in the right common femoral artery. During the deployment moderate resistance was noted during the procoagulant delivery. Following the deployment, the pt experienced absent pulse and pain in the affected area. An arterial occlusion was confirmed and treatment consisted of surgical intervention. The treatment was successful and no further complications were reported.